Manufacturer narrative:
Check in with client on (B)(6) 2010, customer stated all functioning well since service and that she had no concerns.

Event description:
On (B)(6) 2010 customer reports a high troponin result 0.54. The dr. Questioned the result and when repeated they got two normal/low results. These events occurred shortly after a sample probe crash where a capped sample was erroneously placed on the instrument by customer. There was no damage to sample probe but there were other alignments and adjustments pertaining to the sample nozzle that were required.